Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, high, out of range, high lead impedance and high capture threshold were noted on the right ventricular(rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.